Event description:
It was reported that the patient underwent a removal and exchange of an intraocular lens (iol) due to an unstable sulcus. The lens was removed and exchanged. No incision enlargement was reported. Patient was stated to be doing well.

Manufacturer narrative:
(B)(4). Visual inspection showed a lens whereby the optic was received cut in half, which is consistent with a lens that has been removed from the eye. No optical deviations on the optic parts could be found. The lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. The device manufacturing records from the production order were reviewed and showed no deviations. The production order passed all acceptance criteria for all tests performed and is within all specifications. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.